Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported " a right side deflation." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device in the plug strap side assessed as an unidentified (tear) opening, observed, opening device in the posterior side assessed as surgical damage and a cracked valve seat diaphragm valve. Additional observations: creases observed on the shell. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported " a right side deflation." Device has been explanted.